Event description:
A report was received that the patient had lost stimulation. The patient underwent a lead revision and high impedances were noted on one of the leads. The physician was unable to remove the lead because it had lots of loops and could not be separated. The lead was cut and a portion of the lead was explanted and replaced with a new lead. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had lost stimulation. The patient underwent a lead revision and high impedances were noted on one of the leads. The physician was unable to remove the lead because it had lots of loops and could not be separated. The lead was cut and a portion of the lead was explanted and replaced with a new lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-70 serial/lot # (B)(4) description: linear lead with enhanced stylet, 70cm. The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient underwent a new revision procedure due to continuous high impedances. The portion of the lead that was left inside the patient during the last surgery was explanted on (B)(6) 2013 along with another lead. The patient was reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model #: sc-2352-70, serial/lot#: (B)(4), description: linear 3-4 lead, 70cm.

Manufacturer narrative:
The returned product analysis for lead s/n (B)(4) did not confirm the complaint. The lead passed mechanical, photographic and visual inspection tests. The device exhibits normal device characteristics.

Event description:
A report was received that the patient had lost stimulation. The patient underwent a lead revision and high impedances were noted on one of the leads. The physician was unable to remove the lead because it had lots of loops and could not be separated. The lead was cut and a portion of the lead was explanted and replaced with a new lead. The patient was reportedly doing well following the procedure.